Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had blood leaked inside the unit. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had blood leaked inside the unit. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse determined that the pneumatic module assembly was contaminated. To fix the issue, the fse replaced the pneumatic module assy, rohs (0997-00-1178), screw kit, cardiosave pm schedule (0040-00-0458-02) and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.